Event description:
It was reported that while a patient underwent a pulmonary vein ablation procedure with a thermocool® sf nav bi-directional catheter, the physician discovered what is suspected to be char on the complaint catheter. After the procedure, when the complaint catheter was removed from the patient, the physician noticed a ¿brown stain¿ on the proximal end of the tip electrode. There was no patient consequence and the procedure was completed successfully. The product has not been returned and request for additional information to confirm if the ¿brown stain¿ was in fact char have been inconclusive.

Manufacturer narrative:
The device has been received. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Concomitant products: unk. (B)(4).

Manufacturer narrative:
Manufacturer¿s reference #: (B)(4). It was reported that while a patient underwent a pulmonary vein ablation procedure with a thermocool® sf nav bi-directional catheter, the physician discovered what is suspected to be char on the complaint catheter. Upon receipt, the catheter was visually inspected and it was found in normal conditions and no char was observed on the catheter. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Therefore an irrigation test was performed and the catheter passed, no occlusion was observed. The customer complaint cannot be confirmed the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.